Manufacturer narrative:
Section d4: (expiration date) has been updated. Section g1: (contact office first name, contact office last name, contact office e-mail) have been updated. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted using approved software, the sensor was found to be in sensor state 6 (indicating abnormal termination). And sensor termination off the body. Inspected the sensor plug assembly, no failure modes were observed. Linearity testing was unable to be performed, due to the sensors abnormal termination with a brownout reset internally logged (event 19). An extended investigation was also performed. An attempt to perform linearity testing was unsuccessful, due to the sensors dead battery. The sensor was de-cased and evidence of contamination was observed. Attempts to activate the sensor with a known good battery were unsuccessful. The contamination was then cleaned and linearity testing was performed, all results were within specification. It has been determined, that the contamination was causing the battery to short. Contamination can lead to the puck not communicating, software corruptions, erroneous readings, and other failure events. Therefore, this issue is confirmed.

Event description:
A customer reported, receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this eve

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.